Manufacturer narrative:
Na.

Event description:
Temperature sensor failed while hydration station device was in operation causing unit to heat up warmer than normal maximum temperature and resulting in minor burning to users calves. Client did not seek medical attention and burning dissipated shortly thereafter. Temperature sensor was replaced on unit as a result of the incident.